Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received lower readings on her adc freestyle libre sensor compared to readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a reading of ¿lo¿ (a sensor scan reading less than 40 mg/dl) which was lower than she felt but treated her with food. Customer subsequently started shivering and sweating, so she was taken to an emergency room. At the hospital, a reading of 498 mg/dl was received on a hospital device, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Observed that plug was seated properly. Removed plug and inspect connector. All three contacts were installed properly. Visually inspected sensor neck. No damage or crack was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer¿s caregiver reported customer received lower readings on her adc freestyle libre sensor compared to readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a reading of ¿lo¿ (a sensor scan reading less than 40 mg/dl) which was lower than she felt but treated her with food. Customer subsequently started shivering and sweating so she was taken to an emergency room. At the hospital, a reading of 498 mg/dl was received on a hospital device, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.